Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen at an unknown concentration and dosage via an implantable infusion pump. The indication for use was intractable spasticity. The patient had a medical history that included a spinal injury that left the patient bound to a wheelchair. It was reported that sometime in 2011 the patient experienced withdrawal due to a missed refill and the pump having no medicine left in it. The caller stated that the healthcare provider (hcp) forgot to put the patient's appointment on the schedule and the pump ran out of medication at night after the hcp had already left and there was no one at the hospital to assist with the pump. It was reported that the patient went in the next morning and had his pump filled. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported by a healthcare provide via a business partner indicated that the patient had a medical history of spinal cord injury at t3-t4 with resultant bilateral lower extremity spasticity. No further information was reported.

Manufacturer narrative:
The patient's weight was inadvertently left out of the previous report. If information is provided in the future, a supplemental report will be issued.